Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process there is a mechanism control to check the stopper leakage. However, as no sample was returned, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred past the plunger of the bd luer-lok¿ tip syringe with bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "leakage around the seal".

Event description:
It was reported that leakage occurred past the plunger of the bd luer-lok¿ tip syringe with bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "leakage around the seal".

Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process there is a mechanism control to check the stopper leakage. However, as no sample was returned, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.